Event description:
It was reported, that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99 percent stenosed de novo lesion was located in a calcified and moderately tortuous vessel. The 1.5x15mm maverick2 balloon was advanced to the target lesion, and inflated to 6 atms when it ruptured on the initial inflation. The procedure was completed with another device with no pt complications. The pt condition post procedure was reported to be "good."

Manufacturer narrative:
Pt's age is 18 years or older. As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as the device performance was limited due to anatomical procedural factors. (B)(4).